Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mid right coronary artery (rca) with no tortuosity and moderate calcification that was 90% stenosed. Resistance was not felt during advancement of the 3.0 x 12 mm traveler rx balloon dilatation catheter (bdc) through the lesion and it crossed successfully. The balloon ruptured during the first inflation at 4 atmospheres held for 10 seconds. A non-abbott bdc was used and the procedure was successfully completed after a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.